Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. No troubleshooting was performed for the past event. The customer's blood glucose level was 250 mg/dl. The customer delivered a correction bolus. The customer contacted tandem technical support to report another inaccurate fill estimate. The customer's blood glucose level was 160, however indicated that a bolus was delivered,